Event description:
On (B)(6) 2011, customer reported that they observed crystaline build-up around the closed tube aliquoter (cta) wash syringe on the dxc 600i instrument. Customer technical support (cts) assisted customer with troubleshooting the issue. Cts identified the crystaline material as cta wash buffer ii and directed the customer to clean the outside of the syringe, home the system, and replace the syringe. Customer stated that they continued to have issues with the cta wash syringe - they reported getting "wash syringe unknown error." Cts guided the customer through removing the syringe and t-valve and had them home the instrument. Cts suspected a "bad" t-valve and sent the customer a replacement t-valve. Customer was to call back once they received the valve. On (B)(6) 2011, the customer called cts to report that they received the replacement t-valve. Cts guided the customer through replacing the t-valve. Customer was instructed to prime the cta 5 times, verify no leaks and run access quality control through cta before running patient samples. No service request generated. No further leaks were reported.

Manufacturer narrative:
(B)(4).